Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a hand joint open reduction and internal fixation when the doctor inserted the va locking screw construct with the fixed angel mode the screw penetrated the plate hole and became buried in the bone. Reportedly the doctor was able to remove the screw. This is for the unknown plate. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.